Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a bilateral bunionectomy procedure utilizing twist off screws on (B)(6) 2015. During the procedure, the screw broke through the top cortex as the patient's bone was too soft. It is unknown what was used to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number/expiration date; manufacture date.

Event description:
It was reported that patient underwent a bilateral bunionectomy procedure utilizing twist off screws on (B)(6) 2015. During the procedure, the screw broke through the top cortex as the patient's bone was too soft. The screw was removed and replaced.